Manufacturer narrative:
Our filed service engineer (fse) investigated the ventilator on site. The monitoring printed circuit board (pcb) was found defective and need to be replaced. The received logs confirmed the reported peep issue in (B)(4) 2021. The customer decided not to replace the pcb. The root cause for the reported peep issue could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the measured peep (positive end expiratory pressure) value does not match the set peep value. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).